Event description:
It was reported that the neptune detergent docking station leaked from the second floor to the first floor. No further info has been provided by the customer.

Manufacturer narrative:
The field service tech found that the freshwater hose was loose and causing the leak. The tech tightened the hose connection at the water supply and returned the unit to service.